Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products (prolene suture ) involved caused and/or contributed to the post-operative complications (wound infection, midline sepsis and suture cut (eroded?) Through) described in the article? Does the surgeon believe there was any deficiency with the ethicon products (prolene suture) used in this procedure? If yes, please provide patient demographics for the patients that experienced the post-operative complications. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Citation: medical journal armed forces india 76 (2020) 185-191.

Event description:
Title: evidence-based adoption of purse-string skin closure for stoma wounds this prospective cohort study aimed to compare conventional primary closure (pc) with purse-string skin closure (pssc) to determine the optimal technique of skin closure for stoma wounds. Between april 2015 and september 2017, a total of 41 patients (n=20 in pssc group [n=16 male, n=4 female, mean age: 52.85 years, age range: 29-84 years, mean bmi: 22.5kg/m2, bmi range: 14.8-28]; and n=21 in pc group [n=16 male, n=5 female, mean age: 53.05 years, age range: 25-81 years, mean bmi: 23kg/m2, bmi range: 15.3-24]) were included in the study. In pc group, the wound was refashioned into an ellipse, for preventing dog-earing and closed linearly using interrupted 2-0 prolene (ethicon)/nylon. In pssc, continuous subcuticular 2-0 prolene (ethicon)/nylon suture was placed circumferentially around the wound and tightened/ tied to leaving a 5-10 mm gap in the middle, which was packed with a moist gauze wick. Sutures were removed at 2 weeks after surgery. Complaints included wound infection (n=1 in pssc group, n=9 in pc group), suture cut through (n=1 in pssc group), and midline sepsis (n=4 in pc group). Wound infection was treated with removal of affected sutures, wound irrigation, antiseptic dressings and, if needed, oral/parenteral antibiotics. Once the wound was healthy and granulating well, it was sutured secondarily, or if the wound was small enough, it was allowed to heal on its own. In conclusion, purse-string skin closure (pssc) proves efficacious and hence merits adoption as the technique of choice for closure of stoma wounds.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/15/2020. Additional h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.